Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. As no product was returned, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. Medical records were not provided. Further possible contributing factors to the migration of the screw might be related to either patient condition, behaviour or implantation procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported, that: operation was performed with ann nail. After 5 months from the initial, surgeon found one of the proximal screws was backed out from the proper position. The surgeon keep an eye on the patient condition as well as no revision will be planned so far.

Manufacturer narrative:
(B)(4). Concomitant medical products: proximal humerus, left, 9x160mm: catalog: 47249616109; lot: 3058647. Blunt tip screw, 4x42mm: catalog: 47248604240; lot: 3073795. Blunt tip screw, 4x42mm: catalog: 47248604240; lot: 3076740. Blunt tip screw, 4x40mm: catalog: 47248604040; lot: 3054469. Blunt tip screw, 4x40mm; catalog: 47248604040; lot: 3068920. Blunt tip screw, 4x42mm: catalog: 47248604240; lot: 3039349. Blunt tip screw, 4x54mm: catalog: 47248605440; lot: 3024757. Cortical bone screw, 4x26mm: catalog: 47248612640; lot: 3068970. Cortical bone screw, 4x28mm: catalog: 47248612840; lot: 3054458. Proximal humerus nail cap, 0mm: catalog: 47248801000; lot: 3068924. Report source - foreign - (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00277, 0009613350-2022-00289, 0009613350-2022-00290.